Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, atrial oversensing was observed. The atrial lead was explanted and replaced to resolve the event was no adverse consequences to the patient.